Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The non-sustained right ventricular oversensing episodes were noted, and it was last noted on (B)(6)2016. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was made and the patient will continue to be monitored.